Event description:
It was reported surgical intervention may be undertaken to replace the ipg due to lack of recharge. It was not determined when stimulation was lost or the last date the ipg was recharged. Follow-up identified the ipg explanted and replaced on (B)(6) 2013. Effective therapy was restored postoperatively. No product will return to the manufacturer.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.